Event description:
It was reported that the user experienced overnight insulin leaking into the pump chamber and a blood glucose of 400 mg/dl, traced to the connector being placed on top of the cartridge before insertion into the ilet, which intermittently misaligned the connector and tore the cartridge septum, compromising the seal and causing leaks; troubleshooting and education were completed, the user was advised on correct supply change technique, and had switched to subcutaneous insulin via pen with guidance to disconnect and use manual injections. Customer care provided support which included device use technique. Investigation of this case revealed user technique error leading to septum damage and leakage from the cartridge component of the pump. Symptoms included fatigue, irritability, nausea, dry mouth, and polyuria associated with hyperglycemia reported. Outcomes included interruption of pump therapy and use of alternative insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user handling and technique.